Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the broken tissue bag was caused by a manufacturing non-conformance. However, based on the description of the event and similar events, it is likely that the bag broke from the stress exerted on the bag while the specimen was being removed from the extraction site. However, the exact root cause could not be confirmed without the event unit.

Event description:
Type of procedure performed: robotic cholecystectomy . Limited information available at the time of report. Retrieval bag broke. They were able to complete the case. There was no patient injury. Product not returning. Additional information was received via email on 27may2021 from [name]: the case was completed with another cd003 bag. The first bag broke at the seam during specimen removal. The incision was not extended to complete the case. There is no photo evidence. Patient status: no patient injury. Type of intervention:

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: robotic cholecystectomy. Limited information available at the time of report. Retrieval bag broke. They were able to complete the case. There was no patient injury. Product not returning. Patient status: no patient injury. Type of intervention: ni.